Event description:
Information was received from a patient who was implanted with a neurostimulator for unsuccessful disc surgery. It was reported that "supposedly" the implantable neurostimulator battery was dead, but it shocks "the be-jeebers" out of him. Once in church it started and "put him on the floor." There was no trauma or a fall associated with the issue. The patient had not had any recent medical test or electromagnetic interference exposure. The patient did not have a patient programmer to troubleshoot with. The patient thought that the implantable neurostimulator battery had depleted. The health care provider tried connecting to the implantable neurostimulator and was unable to. There is a plan to remove the implantable neurostimulator (since the year prior to the report), but it has been postponed until the patient is medically ready for an operation. After the patient heals from the implantable neurostimulator removal, the plan is to implant a new stimulator. The shocking has been occurring for "a while" and there have been "several" shocking episodes. The patient reports that a manufacturer representative was made aware of the shocking prior to 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.